Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed the implantable cardioverter defibrillator was far r-wave over-sensing that cause inappropriate mode switches. No intervention was made at the time. Patient was stable and would be seen in clinic.